Event description:
Please be advised that while investigating an event involving one of our products, biosense webster inc noted a potential adverse event regarding a non-biosense webster inc product. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. The caller reported that the pericardial effusion was discovered and confirmed via ice. The caller reported that the medical intervention provided to the patient was a pericardiocentesis, and about 165cc of fluid was removed. The caller also reported that a "stent" was administered to the patient. The caller reported that the patient is in stable condition. The caller noted that a smartablate generator was in use. Additional information received indicated the physician's opinion on the cause of the adverse event was the patient's condition and transeptal puncture wire entered pericardial space due to rotated patient anatomy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).